Event description:
Five endeavor sprint over the wire (otw) drug eluting stents were implanted during the index procedure, one in the mid lad, two in the distal rca and two in the distal rca and two in the proximal rca. At 3 month follow up patients worst angina status was reported as ii per (B)(6). It is reported that the patient was complaining of chest pain with exertion approximately 3 months post index procedure. There was a re-stenting of the mid and proximal rca carried out due to in stent restenosis. There were two other brand stents implanted in the proximal rca. It is reported the patient recovered with treatment. The patient presented with angina and was admitted with EKG changes and elevated troponin approximately 5.5 months post index procedure. It is reported that the patient suffered an acute non-stemi. It is reported that it was a non-q-wave mi, located in the anterior involving the target lesion. Investigator has indicated that the event was possibly related to the study device. A pci revascularization was carried out on the lad and the rca to treat in-stent restenosis. It is reported the patient recovered with treatment. At 6 month, 9 month and 12 month follow up's patients worst angina status was reported as I per (B)(6). (Ref MFR # 9612164201101246, 9612164201101247, 9612164201101248 & 9612164201101249).

Manufacturer narrative:
(B)(4). Evaluation, results: mi, revascularization.